Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hemolysis may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus and hemolysis are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that on (B)(6) 2016, the patient came in with high watt alarms, tea-colored urine, ldh in 1300s. He was placed on a heparin drip. On (B)(6) 2016, integrilin was being held to allow the inr to trend down. On (B)(6) 2016, the patient died of suspected hca after tpa treatment. Additional information has been requested. This patient died today ((B)(6) 2016) of suspected hcva after tpa treatment. More information will be sent soon.

Manufacturer narrative:
It was reported that on (B)(6) 2016, the patient came in with high watt alarms, tea-colored urine, ldh in 1300s. He was placed on a heparin drip. On (B)(6) 2016, integrilin was being held to allow the inr to trend down. On (B)(6) 2016, the patient died of suspected hca after tpa treatment. Additional information states that when the patient was placed on tpa, the pump power improved and the hvad flow normalized. However, at 1030a on (B)(6) 2016, the patient began complaining of chest pain and severe shortness of breath. He then complained of nausea and diuresis and rapidly declined. Despite aggressive efforts the patient expired. An autopsy revealed ischemic small bowel, and blood and a blood clot in the pericardial area. Lvad was removed and will be returned for evaluation. Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed the reported high watt alarms and a rise in power consumption to parameters outside the normal operating range. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing and dimensional verification, but failed visual examination due to the scoring marks observed on the upper/lower housing ceramic surfaces and on the superior/inferior surfaces of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the housing with sufficient strength to overcome the preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. Although a definitive root cause and relationship to the device cannot be determined, the patient's cardiac history including arrhythmias predisposes the patient to thrombus including use of anticoagulation and patient conditions. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.